Event description:
Reported as, "dense adhesions and a large abscess around the band. When drained and tested, it tested negative for any bacterial growth. The band was removed and patient is better". Follow up findings note that it was a band erosion.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 23/feb/09. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Erosion, abscess and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue". "Re-operation to remove the device is required". Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion".